Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Caretaker alleges consumer hit a bump on the sidewalk. The bottom wheels, front assembly allegedly snapped off allegedly causing the consumer to hit his head on a wall.

Manufacturer narrative:
Wheels were not snapped off. Chair functioned as intended.

Event description:
Caretaker alleges consumer hit a bump on the sidewalk. The bottom wheels, front assembly allegedly snapped off allegedly causing the consumer to hit his head on a wall.